Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer has been running all samples in duplicate since a software update on the cobas e 411 immunoassay analyzer to make sure the correct results are reported outside of the laboratory. The customer also decided to take 30 patient samples that had been previously tested for ige on (B)(6) 2018 and repeat them on the analyzer to check the instrument. The customer found 2-3 patient samples where the repeat results were "totally different" than the initial results. The initial results had been reported outside of the laboratory and were corrected after repeat testing was performed. The actual results were requested but could not be provided by the customer. It is not known if any adverse events occurred. Clarification has been requested multiple times and no additional information was received. The ige reagent lot number and expiration date were not provided. The customer has declined service visits on this e411 analyzer. It was de-installed and replaced with a new analyzer. Since the field service engineer (fse) was not permitted to check the instrument, the investigation was unable to find a definitive root cause.